Manufacturer narrative:
(B)(4). The customer reported that the device failed the charge portion of the opcheck. This was found in testing only. Philips andover evaluated the device and verified the failure. The therapy pca was replaced to address the issue.

Event description:
The customer reported that the device failed the charge portion of the opcheck. This was found in testing only.